Event description:
The pt had 3 injections of orthovisc. Approximately 2 weeks after the 3rd injection the pt developed hives and an anaphylactic event. The allergy clinic is testing orthovisc with him to assess if the orthovisc caused the reaction. Pt had both knees injected.

Manufacturer narrative:
Add'l implant dates: (B)(6) 2010; (B)(6) 2010. The device was not available to be returned. Allergy clinic has requested another sample of lot n100071a to assess if the pt was allergic.